Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable issue of handle broken/wont turn. Block h10: investigation results the returned speedband superview super 7 handle assembly was analyzed, and a visual evaluation noted that the trip wire was removed from the handle assembly and it was not returned. The handle assembly had several marks made with the trip wire indicating use and handling of the device. It was noticed that the reflux valve in the shank welded sub assembly was broken and not returned for analysis. A microscope examination was performed, and the broken area was inspected under high magnification and whitened areas were noticed, indicating the material was submitted to stress/tension force. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview suepr 7 device was used during an esophageal phlebioma procedure performed on (B)(6) , 2021. During the unpacking, the handle was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a resut of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview suepr 7 device was used during an esophageal phlebioma procedure performed on (B)(6) 2021. During the unpacking, the handle was fractured. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.